Manufacturer narrative:
Due diligence has been executed for this event. Event date is not known. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during set up, the device switch was observed to be broken and stuck in the arm position. There is no patient involvement.

Manufacturer narrative:
The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The device was returned for the issue of broken device switch stuck in arm position. The user complaint was confirmed. Upon inspection, the device had an old version of the main switch which was stuck and remained depressed. There was corrosion and heavy dust on contact pins inside scope socket. Other incidental observations were inside top cover rusted, broken screw stuck inside thread-hole on top cover, inside front penal chassis rusted, tank holder bent, bottom side chassis rusted, worn out slider switch, debris inside air pump tubing. Air pump tested ok. Device had a non-olympus lamp life meter reading at 480 hours 24 minutes with light intensity output measuring out of range. This device was shipped before november 16, 2013, in january of 2013; as such, the identified cause can be attributed to the design and long term usage of the device. The issue of the design has been addressed and implemented as a containment measure; a new and improved design of the device for the resistance to damage improvement of the power switch was rolled out with all devices manufactured on and after november 16, 2013. The instructions for user include precautionary statements: failure of power supply switch: before each procedure, inspect the light source as instructed below. Should any irregularity be observed, do not use the light source and see chapter 8, ¿troubleshooting¿. If the light source with any irregularity is used, the light source may malfunction or be damaged, and an electric shock and/or burns can result.